Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, under-sensing of fine atrial fibrillation (af) was noted on the atrial lead. No intervention was performed. Patient condition was stable.